Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 153 mg/dl. The customer states did not receive a low battery alert prior to the replace battery now alarm. The customer states this is not the second occurrence of replace battery now without a low battery warning. The customer was advised to insert a new battery and clear the power loss. The customer states the new battery did not resolve the issue. The insulin pump will not be returned for analysis.